Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the stent nearly deployed prematurely at the carotid siphon. However, the physician was able to remove the stent delivery system and continued the procedure with another device. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The stent system (outer body, inner body, stent and rhv (rotating hemostatic valve)) was returned for analysis in a plastic bag. Visual inspection revealed that the outer body was noted to be kinked under strain relief. The inner body was in the outer body. The outer body distal shaft was found to be compressed and the inner body proximal shaft was bent. All attempts made to flush the outer body were not successful as the inner body was jammed in the outer body and could not be removed. There was a lot of friction experienced while trying to push and pull the inner body in the outer body. The stent was eventually pulled out of the outer body. Functional evaluation could not be performed due to the anomalies found on the inner body and outer body and the large amount of friction experienced while trying to push and pull both parts. The stent was able to be pulled out of the outer body on the bench thus the reported stent partial deployment could not be confirmed during analysis. Information available indicated that the stent was confirmed to be in good condition after unpacking and preparation and the device was prepared as per the dfu. It is likely that procedural factors contributed to the observed damages (kink, friction, compressed and difficulty flushing) limiting the performance of the stent during the clinical procedure. The stent was inside the outer body when it was received for analysis and had not been deployed. Therefore, the cause of the reported event could not be confirmed. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Event description:
It was reported that the stent nearly deployed prematurely at the carotid siphon. However, the physician was able to remove the stent delivery system and continued the procedure with another device. There were no reported clinical consequences to the patient.